Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, the device able to fire, however the surgeon find it hard it hard to remove the stapler from the cavity. The surgeon then force to removed the device that result to compromised staple line and tearing of the bowel wall. To resolve the issue the surgeon had to suture the staple line in order to complete the case. There was a tissue damaged as a result of device problem.